Manufacturer narrative:
Serial number or model number was not provided. If explanted, give date: unknown, but the best estimate date is during (B)(6) 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye sometime in (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
After review of the complaint folder, it was confirmed that this event reported under 2648035-2018-00301 was already reported under MFR report number 9614546-2017-01143. Therefore, there will be no further reports under MFR report number 2648035-2018-00301. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.